Event description:
Dealer stated that the right elrpw actuator motor has the wires ripped out, there were no injuries and the end user is stating they do not know how this occurred. This is a front rigging issue.